Event description:
Alarm 20 was triggered on the pump during insulin delivery. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Despite assistance from technical support, the customer was unable to load a new cartridge successfully as the alarm persisted. Consequently, technical support arranged to replace the pump, which was still under warranty, and provided instructions for storage mode during transport.